Manufacturer narrative:
Block a2: exact age at the time of event was not provided but patient was over 18 years old. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2025, for the treatment of esophageal varices. It was reported that the bands were unable to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.